Event description:
The consumers sister and assistant aided the consumer to the bathroom to use the commode. The consumer states the doctor told her sister and the assistant that the consumer was allowed to sit onto the commode with her full weight. When the consumer sat on the commode, one of the legs allegedly gave out, causing the commode to fall over with the consumer. The consumer allegedly fell to the floor, but her fall was softened due to the assistance of her sister and caregiver. The consumer contacted the dealer who told her that the warranty was voided because of the force the consumer used with the commode without inspecting the unit. No injury is alleged.

Manufacturer narrative:
The manufacturer of this device is unknown.